Event description:
Additional information was received from the rep and it was reported that the navigation was not aborted and the issue occurred during tumor resection/craniotomy procedure. There was a reported delay of 30 minutes. There was no impact to patient outcome.

Manufacturer narrative:
A hardware analysis of 9735787 was initiated to determine the probable cause of the issue. The returned ups was connected to ac and would not power on. Unable to proceed with further analysis. Ups damaged and was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a hardware analysis of ups 9735788rpend camera cart s8 svc was initiated to determine the probable cause of the issue. Analysis found that the returned camera cart ups was bench tested for twenty two hours and no issues were observed. The ups continued to stay powered on throughout the duration of testing, was able to charge a battery and run off of battery power. As well, all outputs measured normal voltage and the power switch functioned, as intended. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Concomitant medical products: product ID: 9735670, serial/lot #: (B)(4), ubd: unk, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, the camera cart monitor went black and the cart lost power. The system was not moved or currently being used when the camera cart powered down. The site was able to boot the camera cart back up and continue the case. It was reported that after the camera cart was powered back up, the entire system lost power while plugged into the wall. It was able to be brought up and continued to be used. The procedure was completed using navigation and there was no reported impact to patient outcome. It was noted that there appeared to be damage to the cart-to-cart cord.